Manufacturer narrative:
H3 and h6. The factory has not yet rec'd the device for eval and this complaint is still under investigation.

Event description:
The customer reported that the unit intermittently powered up with no display.